Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. The event can be detected by following the instructions for use which state: "9 preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the connecting tube was faded and showed a weaking of the plastic with small cracks along the connector. There were no reports of patient harm.